Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage was checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed an error and the system would not perform fluoroscopic x-ray. There is no report of pt injury or death.